Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, the suture of the first proglide device was successfully placed using the preclose technique in the right common femoral artery. The suture of a second proglide was attempted to be placed using the preclose technique and a cuff miss occurred. The access site was rewired. The sutures of two more proglide devices were used with the same result. The arteriotomy was 6f. The sheath was upsized to 21f for the evar procedure. A cut down was performed and a piece of the foot (heal portion) was found between the intimal and medial layer of tissue. The piece was removed and hemostasis was surgically achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.